Event description:
Revision of a corail stem to a kar stem due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided (no product returned, no batch number communicated). The root cause is undetermined. Based on the above elements, the need for corrective action is not indicated. We close this complaint as undetermined and will re-open it if any relevant information is received.